Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2022-00528. It was reported the patient's leads had migrated. The issue was confirmed via x-ray imaging. In turn, surgical intervention may be pending to address the issue. It is unknown which leads are related to the issue. Therefore, all the suspected devices are being reported.

Event description:
Additional information indicated that a surgical intervention occurred wherein in the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.

Manufacturer narrative:
The event of lead explant and replacement due to lead migration was reported to abbott. Patient had lead migration identified via x-ray. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.